Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500, 510k# k113174 and upi (B)(4) approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at t10-iliac. On an unknown date, post-op, rod breakage occurred near l5-s1 on both the sides. Bone union was also not completed at l5-s1 due to this event. Hence, a revision surgery was performed wherein the surgeon reinforced with 4 more rods and bone grafting was performed additionally at l5-s1. No reports of any patient complications have been received.